Event description:
It was reported by svc report that when it goes down the stretcher jerks the rest of the way. Wheel on head section was broken off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Head section assembly wheel.